Event description:
It was reported that the patient stated that his two years old inflatable penile prosthesis (ipp) started to not work properly around 11 months and that now it does not work. The patient stated that the device would not inflate enough for intercourse. The patient requested for help in finding an urologist for a second opinion with his ipp. No more information is available at the moment. If relevant information becomes available, it will be further provided.